Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - the patient complained about pain due to posterior impingement. The surgeon exchanged the liner, head and sleeve.